Manufacturer narrative:
The investigation for the reported access site bleed and atrial fibrillation has been completed. The device was not returned for evaluation. However, clinical details provided was sufficient to determine the root cause. The root cause of the access site bleeding was most likely due to use issue of patient movement since the bleed occurred in groin due to patient movement. The root cause of the the atrial fibrillation could not be determined as clinical details were not sufficient. D4-updated model number

Event description:
The user facility reported a 80-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The protect IV clinical trial case reported that the patient experienced atrial fibrillation with a left bundle branch block. It was further reported groin bleed at the impella access site. Systemic heparin was held, manual pressure and fem stop required.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿